Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had leakage and redness at the implant site. The physician noted a potential infection risk and cleaned up the incision site.